Manufacturer narrative:
Investigation outcome: it was reported: "the ventilator reports an error 'technical fault 446026' (am vref error) when it is turned on, but the fault disappears after restarting. The equipment is deactivated for inspection and observation". No patient involvement. Per partner's investigation, a nurse discovered the reported alarm "during pre-use checks". The fault disappeared after restarting, and the device "functioned normally". Technical event 446026 points to a mainboard fault. The fault disappeared after restarting. When the engineer went to the hospital for inspection, a comprehensive check and testing of the equipment revealed no abnormalities, and the same alarm did not reappear subsequently. This alarm is an intermittent/occasional alarm, and the specific cause cannot be confirmed. However, subsequent testing of the device did not replicate the issue nor any other abnormalities. The cause of the technical fault could not be established. This case is considered closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "the ventilator reports an error "technical fault 446026" when it is turned on, but the fault disappears after restarting" no patient involvement - no intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.